Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19863831/19863831.

Event description:
It was reported that the patient had a staphylococcus aureus infection around ipg and lead site. Symptoms of back pain and fever were noted. The physician believed that the infection was caused by a secondary carpal tunnel surgery soon after his implant. The patient underwent a full system explant procedure and was hospitalized for five days and was given antibiotics vancomycin. The patients wounds were not closed and will be on a wound vac for six weeks. Explanted device components were discarded.